Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose of 317 mg/dl. The customer alleged that the insulin pump was under delivering insulin because their high blood glucose level was not coming down with bolus. Customer treated high blood glucose level with manual injection. Customer stated they had changed the site and insulin twice but still was having high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.